Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect removal. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was fully clip deployed; however the thumb advancer was locked into step number 3 resulting in the vessel locator wings remaining in the opened position. The plunger was engaged and the vessel locator wings did not collapse at clip deployment and were not manually collapsed before the device was removed. The device was opened during testing, and the safety release rod was observed to have broken at the distal hook. The broken hook prevented the pusher block from pulling the safety rod distally as the clip was being deployed. The distal placement of the rod releases the spring retainer and the plunger collapsing the vessel locator wings. The broken release prevented the locator wings from automatically collapsing; however, the locator wings could have been manually collapsed to facilitate device removal. It was reported that the access ports were not used; the plunger was observed to be in the engaged position with the wings still open which confirms the reported statement. After clip deployment, if the device seems difficult to remove from the tissue track, use of the access ports as indicated in the instructions for use (IFU) will facilitate device removal. The safety release is only operative prior to clip deployment and is not functional after clip deployment until the dilator access ports have been utilized. As indicated in the IFU note for step 8 of the closure procedure, if resistance is met upon removal of the device after clip deployment, use of the two access ports will facilitate release of the locking mechanism on the thumb advancer. After the access ports are used, retract the thumb advancer as far proximal as possible, then slide the safety release to collapse the locator wings and reset the plunger. Based on the investigation the reported experience of difficult removal of the device during the procedure appears to be related to manufacturing process, this is considered an operation other than expected. It was also observed that the procedures listed in the IFU for removal when resistance is met were not followed in the case. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, difficulty was encountered while removing the device. Per the instructions for use, the safety release button was used, but the access ports were not used. The device was reported to be stuck. After manipulating the device, it was removed from the patient's anatomy. Hemostasis was achieved by the clip. There was no reported adverse patient sequela. Though requested, additional information was not provided.